Manufacturer narrative:
The claimed article was visually inspected, and temperature-related damage was found at the distal end. On closer investigation of the article under a photomicroscope it was found that there was a short circuit between the two halves of the jaws, which generated enough heat to melt the plastic in the vicinity of the short circuit., an evaluation was made for this article with the yn02 solder to determine whether several articles with this solder were affected. The result of the evaluation is that there is only one message. Based on this information and the rejected articles it is likely that it is a user error. The high voltage test documented in the test lot was also inconspicuous. Here, both the contact resistance of max. 1.0 ohm and the high voltage itself with 700vdc were measured. The result was unobjectionable. It is therefore probable that the IFU was not adhered to in the reprocessing area or that the article was incorrectly applied at the end of the operation. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). This case cross references complaint (B)(4).

Event description:
It was reported that during a laparoscopic hysterectomy, item sparked inside of patient. There was no one from karl storz to witnessed this. Manager, onsite endoscopy believes it is the insert, and would like all three items evaluated together. Female patient not harmed, case was not delayed.